Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medtronic diabetes therapy consultant reported via email that the customer was hospitalized in (B)(6) 2016 due to high blood glucose and diabetic ketoacidosis. Customer had another diabetic ketoacidosis incident in 2015. Customer is doing okay no and does not want a follow-up.